Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered 6 inappropriate tachy shocks due to an episode of atrial fibrillation (af) with rvr exhausting therapy. This type of malfunction is likely to lead to death or serious injury if it were to occur again as critical therapy could be compromised. No adverse patient effects were reported.